Event description:
Healthcare professional reported right side "discomfort in the projection of the right mammary gland for about a year, a change in the shape of the breast." Healthcare professional additionally reported right side "rupture of the implant in the upper pole." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: lot number in the patch: 2868514 observed opening on anterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side "discomfort in the projection of the right mammary gland for about a year, a change in the shape of the breast." Healthcare professional additionally reported right side "rupture of the implant in the upper pole." The device has been explanted.